Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support if any further malfunctions occurred.